Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went into pulseless electrical activity (pea) in the ICU. A merlin.net transmission was sent and revealed the device triggered elective replacement indicator (eri) on (B)(6) 2017 and end of service (eos) on (B)(6) 2017. The device triggered charge time limit reached on (B)(6) 2017. The patient notifications were triggered.